Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken battery tube threads, cracked end cap, and missing end cap sticker.

Event description:
The customer reported that the insulin pump has been damaged and the device had cracks and missing pieces. The blood glucose reading was 120mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.